Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed. Package insert reviewed. Product not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. This report will be updated when the investigation is complete.